Event description:
Reported by attorney: patient claims to have suffered serious bodily injuries, including, but not limited to, vaginal pain, pelvic pain, bleeding, vaginal pressure, painful intercourse, additional surgery and other injuries.